Event description:
It was reported that during two separate cases in (B)(6) 2010, the analyzer did not sense or pace through the 5833sl pacing cables. Both times, new adaptors and cables were attempted, but did not fix the issue. Turning the programmer on/off did resolve the problem on one occasion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.